Event description:
Customer reported they loaded 11 samples in aptima multitest tubes on the panther-fusion instrument sn (B)(4) to run the sar-cov-2 assay that only had 0.5ml of sample added instead of 1ml. Customer reported the samples were already in process on the instrument. They wanted to know if there was a way to delete samples on the instrument so the results would not automatically transfer to the lis.

Manufacturer narrative:
Hologic technical support (ts) informed the customer that once the samples were pipetted, there was no way to stop them from processing. Ts also let them know that the only way to prevent the results from sending to the lis was to disconnect the cable to the lis so the results did not automatically send. Customer reported they have lots of other samples that they need to auto send to the lis so that was not an option for them. Ts asked customer if their lis had the ability to prevent the 11 samples from automatically resulting. Customer was unaware of any options like that in their lis. Customer asked if the results could be affected by not adding enough sample to the tubes. Ts informed customer that the samples would be diluted so there was a risk of a false negative result. Customer reran the affected samples with the correct sample volume the next day and immediately amended the results.

Manufacturer narrative:
Hologic technical support (ts) informed the customer that once the samples were pipetted, there was no way to stop them from processing. Ts also let them know that the only way to prevent the results from sending to the lis was to disconnect the cable to the lis so the results did not automatically send. Customer reported they have lots of other samples that they need to auto send to the lis so that was not an option for them. Ts asked customer if their lis had the ability to prevent the 11 samples from automatically resulting. Customer was unaware of any options like that in their lis. Customer asked if the results could be affected by not adding enough sample to the tubes. Ts informed customer that the samples would be diluted so there was a risk of a false negative result. Customer reran the affected samples with the correct sample volume the next day and immediately amended the results.

Event description:
Customer reported they loaded 11 samples in aptima multitest tubes on the panther-fusion instrument sn (B)(4) to run the sar-cov-2 assay that only had 0.5ml of sample added instead of 1ml. Customer reported the samples were already in process on the instrument. They wanted to know if there was a way to delete samples on the instrument so the results would not automatically transfer to the lis.